Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a thr surgery, it was found that the inner pouch of the sl-plus integr mia stem with ti/ha 5 device was torn. The procedure was performed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement surgery, it was found that the inner pouch of the sl-plus integr mia stem with ti/ha 5 device was torn. The procedure was performed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that a breach through inner peel pouch at the distal stem tip is clearly visible. Additionally, the outer peel pouch is also compromised. A slight breach through outer peel pouch at the distal stem tip and signs of micromotion in the plastic pouch are visible. A review of the production documentation, including the packaging process step, did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the event can be attributed to inappropriate transport or storage of the device. During production, an initial sample test is carried out for every piece of packaging, which includes a 100% inspection. The presence and strength of the vacuum is also checked. The inspection takes place in two steps: a shaking test and a feel test. The products are triple packaged, consisting of two sterile barriers and protective packaging. If the first sterile barrier is not correct, correct further packaging of the product is almost impossible. In this case, when examining the affected sample, it was clearly visible that the bag films were scratched from the inside due to friction with the rough surface of the shaft micromotion. After the analysis, the packaging supplier cannot confirm the complaint as being manufacturing-related. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be retained.